Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol 95.2 ml, rate 2.5 ml/hr, given 19.85 ml. Unknown if air in line, patient not affected. No further information available.